Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated device replacement procedure, there was increased capture threshold noted on the right ventricular (rv) lead. The device was reprogrammed to deactivate the lead and the patient was stable with no consequences.